Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible the wire had damage from prior use, was damaged during insertion, or the catheter was damaged; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with moderate calcification and moderate tortuosity. The ht bmw universal ii 190cm j guide wire (gw) was being used in the procedure; however, when attempting to load an a 3x15mm nc trek balloon dilatation catheter (bdc), friction was noted and the bdc became stuck with gw. Therefore, the gw and bdc had to be removed as a single unit. Another bmw gw was used to continue the procedure. There was no adverse patient effect and no clinically delay reported in the procedure. No additional information was provided.